Manufacturer narrative:
E1: full customer name (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced no image displayed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, h4, h8. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: physical stress was applied to the insertion site, causing the forceps channel to collapse and the event to occur. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.